Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set's tubing disconnected at the luer lock when the tubing was pulled from both sides. The device was being used with a non-baxter catheter. This event occurred in the operating room where a nurse and anesthesiologist were attempting to sedate a patient for a procedure. Both the nurse and anesthesiologist noticed that an unknown medication was dripping on the floor due to the disconnection. There was no report of patient injury or medical intervention associated with this event.